Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was able to confirm and duplicate the reported complaint. The root cause was determined to be corrupted obs,pcba, turbine interface. This is a known issue that can be referenced with CAPA ca-2015-0401.